Manufacturer narrative:
Original MDR 2517506-2019-00270 was filed on 03-jul-2019. Additional information (03-jul-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed and falsely elevated cardiac troponin I (tni) results. Hsc reviewed the instrument data. No product non-conformance was identified with the reagent or instrument. Quality control was within conformance during the test event date. A review of the data log indicated atypical aspiration occurred with the patients' samples; the most likely cause of the event is a sample integrity issue. The instrument is operational. Corrections made to this medical device report were based on additional information siemens received from the customer on 03-jul-2019: correction made to section b5: two patients involved in the reported event. Correction made to section b6: correction of sample identification numbers. The device is performing within specification. No further evaluation is required. Section h6 has been updated to reflect the investigation conclusions.

Event description:
A discordant, depressed cardiac troponin I (tni) result was obtained on a reprocessed patient sample while troubleshooting on a dimension exl with lm instrument. The low result was not reported to the physician(s). The initial higher result which was reported to the physician was confirmed to be correct. The customer reprocessed the same sample, in triplicate, on the same instrument and the higher results obtained were consistent with the initial result. A discordant, elevated cardiac troponin I (tni) result was also obtained on the same day from a different patient on the same dimension exl with lm instrument. The result was reported to the physician(s). The same sample and a new sample was processed in duplicate on the same day on the same instrument and lower results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed and discordant elevated tni results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant depressed cardiac troponin I (tni) patient result obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant, depressed cardiac troponin I (tni) result was obtained on a reprocessed patient sample while troubleshooting on a dimension exl with lm instrument. The low result was not reported to the physician(s). The initial higher result which was reported to the physician was confirmed to be correct. The customer reprocessed the same sample, in duplicate, and the higher results obtained were consistent with the initial result. A new sample from the same patient was drawn two hours later and processed at different times on the same day and lower results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tni result.